Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation findings, investigation conclusions), h11. (B)(4).

Event description:
N/a

Manufacturer narrative:
Occupation: rn, bsn, cardiogenic shock coordinator. Additional initial reporter(s): (B)(6), md, ccl director, (B)(6), ccl rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that after approximately three days of intra-aortic balloon (iab) therapy, it was noted that under imaging the radiopaque markers appeared to be close together near the distal tip of the catheter. The daily x-ray had previously shown the markers to be appropriately spaced but that morning¿s x-ray showed them to be extremely close. The bedside team decided to transport the patient to ccl for imaging under fluoroscopy. They denied any alarms or inappropriate numbers from the console. The getinge representative explained that because there was no clear explanation for the marker migration, the recommended plan was to exchange the iab. The iab was in use for approximately three days before being replaced. It was reported that on (B)(6) 2024, an x-ray was taken with the new iab in place and staff were having a difficult time visualizing the distal tip marker. A repeat x-ray and/or fluro was recommended for a clearer image to see the distal tip. After a discussion with the physician, it was stated there would be a chest and abdominal x-ray completed the following morning. There was no patient harm or adverse event reported. This report is for the 1st iab used in this event. A separate report will be submitted for the 2nd iab.

Event description:
N/a

Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. The video from the facility shows an x-ray of the iab inside of the patient, which confirms the reported failure. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. The video from the facility shows an x-ray of the iab inside of the patient, which confirms the reported failure. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Complaint ID (B)(4).

Manufacturer narrative:
Complaint record ID #: (B)(4).

Event description:
It was reported that after approximately three days of intra-aortic balloon (iab) therapy, it was noted that under imaging the radiopaque markers appeared to be close together near the distal tip of the catheter. The daily x-ray had previously shown the markers to be appropriately spaced but that morning¿s x-ray showed them to be extremely close. The bedside team decided to transport the patient to ccl for imaging under fluoroscopy. They denied any alarms or inappropriate numbers from the console. The getinge representative explained that because there was no clear explanation for the marker migration, the recommended plan was to exchange the iab. The iab was in use for approximately three days before being replaced. It was reported that on (B)(6) 2024, an x-ray was taken with the new iab in place and staff were having a difficult time visualizing the distal tip marker. A repeat x-ray and/or fluro was recommended for a clearer image to see the distal tip. After a discussion with the physician, it was stated there would be a chest and abdominal x-ray completed the following morning. A third iab was ultimately inserted to continue therapy. There was no patient harm or adverse event reported. This report is for the 1st iab used in this event. A separate report has been submitted for the 2nd iab under mfg report number 2248146-2024-00454.